Event description:
The complaint received states that approximately three years post stent implantation, the patient experienced coronary stent thrombosis and mi (myocardial infarction). This patient with medical history including cad (coronary artery disease). The initial stent implantation was a non-emergent procedure, the target lesion was proximal (lad) left anterior descending artery described as de novo and 3.0mm diameter. One cypher stent was implanted without report of difficulties. The patient remained on plavix for approximately two years, the asa therapy was continued until recently. The patient was taken off the (asa) aspirin in preparation for knee surgery. At an unknown time after asa was stopped, the patient went to the emergency room with st elevation/myocardial infarction (mi). Angiography revealed the lad stent was thrombosed and occluded. One xience stent was implanted for treatment of the thrombosis. The stent remains implanted, thus unavailable for analysis.

Manufacturer narrative:
No sterile lot number information is available, thus no device history record could be performed. Thrombosis and the subsequent mi are known potential adverse events associated with coronary stent implantation procedures and are listed in the (IFU) information for use as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and re-establish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the stent around the damaged areas. Mi (myocardial infarction) can be caused by total occlusion of the coronary vessel with thrombus. In this case, the patient was maintained on plavix for approx two years and the asa was continued until prior to knee surgery. Review of the information suggests that vessel and patient factors may have contributed to the reported events.